Manufacturer narrative:
Product analysis : visual review did not identify material damage. Complaint return ibt¿s partially inflated as received. When attempting to evacuate the balloon, it was identified that the appeared to have blockage within the cannula and material within the balloon; therefore, the balloon did not fully collapse, preventing the balloon from starting into the stylus cannula. Unable to evaluate the instrument as received by the doctor. Unable to determine root cause of the foregoing event from the available information. The ibt was received in a condition unsuitable for analysis.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during the surgery, the ibt (inflatable bone tamp) could "not cross into the patient" and "could not reach the half the depth to the osteo introducer position". The surgeon attempted to get suction out the negative pressure in the balloon, but could not achieve the ideal effect. The doctor had to replace the product with a new one to complete the surgery.